Event description:
It was reported that on (B)(6)2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of being implanted with a 23mm, non-abbott valve which degenerated, type a aorta dissection with graft in aortic arch and descending aorta and abdominal aorta aneurysm with double lumen. Ascending aorta was observed to have a sharp angulation due to its prior reconstruction surgery. 18 fr, non-abbott introducer sheath (is) was inserted. Baseline was normal sinus rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, with the help of snare it was attempted to cross the native valve. Buddy wire technique was used, and it was reported to be still very difficult to advance. The patient became hemodynamically unstable then a new 23mm, navitor vision valve was selected for implant using a small flexnav ds. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. After pre-bav, the patient had worsened to complete hemodynamic collapse. Cardiopulmonary resuscitation (CPR) was performed. The valve was able to be implanted successfully at a depth of 7mm on the non-coronary cusp (ncc) with good functioning of the valve. Post-implant, st-elevation was observed and a coronary angiogram was performed. No coronary occlusion was noted; secondary ischemia was observed. The patient persistently demonstrated hemodynamic stability and once again CPR was performed. Puncture site was successfully close. Hemoglobin values were observed to be dropped, and blood transfusion was administered. It was stated that extensive angiography was performed throughout the femoral arteries, aortic arch, ascending and descending aorta without detection of contrast extravasation and bleeding. Pulseless electrical activity (pea) was observed without return of spontaneous circulation (rosc). The implanter classified this death as being related to the procedure and patient's comorbidities. The official cause of death was reported as combined shock, cardiogenic and presumed hemorrhagic. The patient was pronounced to be deceased.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of being implanted with a 23mm, non-abbott valve which degenerated, type a aorta dissection with graft in aortic arch and descending aorta and abdominal aorta aneurysm with double lumen. Ascending aorta was observed to have a sharp angulation due to its prior reconstruction surgery. 18 fr, non-abbott introducer sheath (is) was inserted. Baseline was normal sinus rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, with the help of snare it was attempted to cross the native valve. Buddy wire technique was used, and it was reported to be still very difficult to advance. The patient became hemodynamically unstable then a new 23mm, navitor vision valve was selected for implant using a small flexnav ds. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. After pre-bav, the patient had worsened to complete hemodynamic collapse. Cardiopulmonary resuscitation (CPR) was performed. The valve was able to be implanted successfully at a depth of 7mm on the non-coronary cusp (ncc) with good functioning of the valve. Post-implant, st-elevation was observed and a coronary angiogram was performed. No coronary occlusion was noted; secondary ischemia was observed. The patient persistently demonstrated hemodynamic stability and once again CPR was performed. Puncture site was successfully close. Hemoglobin values were observed to be dropped, and blood transfusion was administered. It was stated that extensive angiography was performed throughout the femoral arteries, aortic arch, ascending and descending aorta without detection of contrast extravasation and bleeding. Pulseless electrical activity (pea) was observed without return of spontaneous circulation (rosc). The implanter classified this death as being related to the procedure and patient's comorbidities. The official cause of death was reported as combined shock, cardiogenic and presumed hemorrhagic. The patient was pronounced to be deceased.

Manufacturer narrative:
The device was not returned for analysis. An event involving off-label use and patient death was reported. A review of the device history record confirmed that all manufacturing and inspection processes were completed as required, and the product met all applicable specifications. Based on the available information, the reported off-label use is associated with use of the device in a bicuspid valve. The cause of patient death could not be determined. It is possible procedural circumstances contributed to it; however, this cannot be confirmed. The reported events of anemia, shock, and stroke appear to be related to procedural circumstances rather than device performance. The reported medical interventions, including blood transfusion and cardiopulmonary resuscitation (CPR), were necessitated by case-specific conditions. There is no evidence to suggest a product quality issue related to device design, labeling, or manufacturing. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.based on the medical review: narrative and imaging (pre-procedural CT and procedural angiographic) reviewed. A 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of surgical aortic valve replacement with a 23mm, non-abbott bioprosthetic valve which had degenerated, type a aortic dissection with endoluminal stent graft in the aortic arch and descending aorta and an abdominal aorta aneurysm with a double lumen noted on CT imaging. The ascending portion and arch of the aorta were observed to have a sharp angulation due to prior intervention. A 18 fr, long non-abbott introducer sheath (is) was inserted. During the procedure, with the help of a snare it was attempted to cross the bioprosthetic valve but this was not possible. A buddy wire technique was also used, and it was reported to be still very difficult to advance the navitor valve across the surgical bioprosthesis. The patient became hemodynamically unstable. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. After pre-bav, the patient¿s status had worsened to complete hemodynamic collapse. Cardiopulmonary resuscitation (CPR) was performed. Then a new 23mm, navitor vision valve was selected for implant using a small flexnav ds and the valve was able to be implanted successfully with good functioning of the valve.post-implant, st-elevation was observed and haemodynamic instability persisted. Coronary angiography showed no evidence of coronary occlusion, but CPR was re-instituted. The femoral puncture site was successfully closed. Haemoglobin values were observed to be low, and a blood transfusion was administered. Extensive angiography was performed throughout the femoral arteries, aortic arch, ascending and descending aorta but failed to demonstrate a bleeding location. Pulseless electrical activity (pea) was observed without return of spontaneous circulation (rosc). The patient was pronounced to be deceased.this is an extreme risk case. The cause of death is likely to be due to arterial perforation/ rupture in a diffusely diseased aorta that had previously been intervened upon. There was evidence of excessive force, together with snare and buddy wire assistance to deliver the flexnav delivery system into and across the aortic annulus. There is no evidence of navitor or flexnav device malfunction. In retrospect the choice of femoral access in this case is questionable as there appears to be an option of trans carotid access from the pre-procedural CT imaging.